Event description:
Customer called to report an unspecified liquid on top of the reaction carousel of the synchron lxi 725 clinical system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. A service request was generated; however, customer resolved the issue with routine customer maintenance prior to the arrival of the field service engineer (fse). Customer backwashed debris from the sample probe, which resolved the leak issue.

Manufacturer narrative:
The root cause of the instrument issue was the sample probe occlusion, which was resolved by routine customer maintenance. Customer confirmed proper instrument function and has not called back to report any further issues relating to this event. (B)(4).